Event description:
Evaluation revealed a misaligned display screen and partially dislodged force sensor pins.

Manufacturer narrative:
There was no adverse event associated with this complaint. The pump was returned to animas. Evaluation revealed a misaligned display screen and partially dislodged force sensor pins. Review of the pump history revealed several loss of prime alarms associated with zero force. The pump was exercised with no loss of prime warnings duplicated.